Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt had a rash under the front therapy electrode (te) that was bleeding. It was suggested that the pt contact his physician about the condition. It is unk if the pt contacted his physician or received medical attention. It was then reported that the pt was leaving the lifevest off for up to 30 minutes a day, and the skin irritation was improving greatly.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.